Event description:
Hcp reports premature explant of the pt's pump. Hcp reports that pt's pump was explanted after 12 month implant duration. Pt symptoms are unk at the time of this report. The device was returned to the MFR for disposal. Add'l info has been requested from the hcp, but was not available at the time of this report.

Manufacturer narrative:
Final device analysis reveals no anomaly found - normal device function.